Event description:
Rep reported that the device was revised as the patient reported a clicking sound coming from the valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the clicking noise heard by the customer was not observed. The device was tested and an occlusion was noted at the inlet of the ruby ball. When irrigated again the flow was normal. Upon further testing it was noted that the device failed the programming tests. When examined closer it revealed that biological debris was seen throughout the device. It cannot be verified that the biological debris has any affect on the device causing the clicking noise. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number

Event description:
Customer reported that: "patient reported a clicking sound from the valve, and it had to be explanted. Surgeon would like to have the valve evaluated to see if it is working properly. No replacement requested". Sales rep. Believes that the valve that was explanted is p/n 82-3162; however, is not completely sure. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Investigation in process.